Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The sleeve head of the lead became extrinsically distorted. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation the distal tip of the pacing lead was deformed. The lead was attempted not used and replaced. No patient complications have been reported as a result of this event.